Event description:
Customer reported device starts to generate a result when it is turned "on" and with an un-dosed test strip. No values were provided. No treatment. A request has been made for return product and replacment product has been sent.